Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services reviewed the electrograms and discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.